Event description:
On (B)(6) 2011, the lifescan sales representative contacted lifescan (B)(4) alleging that a one touch verio pro meter had a damaged packaging issue. The representative claimed the packaging was wet. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the lifescan sales representative claimed that the meter had a damaged/wet packaging issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The lifescan sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.